Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: ventilator shows the error message " external power supply failed ". Battery is not charging due to the faulty power supply board. No patient involvement.